Manufacturer narrative:
The customer reported that the cns device rebooted on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns device rebooted on its own.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns device rebooted on its own. The device was not sent in for evaluation as, after it restarted, there were no issues present and it is working properly. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.